Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s keypad was unresponsive. The customer¿s blood glucose level was unknown. The customer stated that the numbers were not ramping on their own. The customer stated that the menu button did not take them to the menu screen, the up and down arrows does not allow them to navigate the screen. The customer stated that the buttons were unresponsive during an easy bolus attempt. The customer also reported issue while setting basal but the insulin pump passed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and selftest. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.